Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices or the moderately calcified patient anatomy, such that the balloon ruptured upon the second inflation at 14 atm which is below the rated burst pressure (rbp) of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that during an interventional procedure of a concentric, moderately tortuous and calcified, de novo, distal circumflex lesion, the 3.0 x 18 mm voyager nc was used for pre-dilatation during a first inflation at 10 atmospheres (atm); however, the balloon ruptured during the second inflation at 14 atm. The procedure was completed using a 3.0 x 11 mm non-abbott balloon. There was no reported patient effect. No additional information was provided.